Event description:
It was reported that the patient experienced a cerebrospinal fluid leak during a trial procedure on (B)(6) 2021. As a result, the procedure was abandoned. No symptoms have been reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.